Event description:
It was reported the implantable neurostimulator (ins) battery depleted quickly. The ins lasted nine months. The patient¿s left side was programmed to 2-, 3+ at 2.1v, a pulse width of 60 and a rate of 180 hz. The right side was programmed to 9+, 10 ¿ at 3.7v, a pulse width of 60, and a rate of 180 hz. Impedances were measured to be in normal range after the ins was replaced. There was no patient injury or death and the patient had recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v836495, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot # v836495, implanted: (B)(6) 2011, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4). Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was not in new condition. The ins battery life was estimated to be 9.49 months to elective replacement indicator and 12.49 months to end of service.

Manufacturer narrative:
(B)(4).